Event description:
Customer reportedly received the following results on the inform system within 10 minutes: 13 mg/dl and 418 mg/dl. Staff requested a lab draw after the very discrepant results, and the result came back as 88 mg/dl within 23 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.